Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted at the patient's request. The pump had been filled with normal saline for 1.5 years. During the explant when the pump was removed from the pocket the top portion came off. The physician had not used undue force for the explant. The patient recovered without sequelae.